Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on MFR 0002648920-2018-00087.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown zimmer femoral component. Unknown zimmer patella. Unknown zimmer bearing. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06305, 0001822565-2017-06306, 0001822565-2017-06308.

Event description:
It was reported following a knee arthroplasty the patient is experiencing chronic pain and has experienced a fall. Attempts have been made and additional information on the reported event is unavailable at this time.